Event description:
It was reported that the device reached elective replacement indicator (eri) suddenly after two years. It was additionally noted that the patient has received 30 appropriate shocks in the first year after implant. The device was explanted and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.